Event description:
Knee effusion [joint effusion], knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011, from a customer regarding a (B)(6) male pt, initials (B)(6), with left gonarthritis/osteoarthritis. The pt¿s medical history is significant for prior treatment with synvisc 2 ml x3 to the left knee in (B)(6) 2007, with good efficacy, although it resulted in effusion requiring arthrocentesis from which the pt recovered. On an unspecified date in (B)(6) 2011, the pt initiated synvisc-one 6 ml once in the left knee. The pt felt that he may not have rested enough after the injection. On an unspecified date, the pt experienced knee effusion and knee pain. A knee aspiration was performed, and the events started to improve, although there was still residual pain on the internal side of the pt¿s patella. The pt consulted another physician who prescribed nsaids and an unspecified gastro-protective treatment to be taken for one week. Concomitant medications were not provided. The intensity for the events was not assessed. The pt's outcome for the event of knee effusion was reported as recovered, and the outcome for the event of knee pain was reported as not yet recovered. Additional information was received on (B)(4) 2011, in the form of an investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on (B)(4) 2011, from the treating physician. The pt¿s medical history is significant for grade 3 degenerative left gonarthritis. On (B)(6) 2011, the pt initiated synvisc-one 6ml once into the left knee. The lot number of synvisc-one used to treat the pt was reported as unknown. An arthrocentesis was performed prior to synvisc-one injection. On (B)(6) 2011, a knee aspiration was performed and 20 ml of clear synovial fluid were removed; no analysis was done. On the same day, the pt received an intra-articular injection of 2 vials of hexatrione as treatment for the events of knee effusion and knee pain. No action was taken with synvisc-one treatment as the pt had completed the regimen. The reporting physician assessed the relationship between synvisc-one and the events of knee effusion and knee pain as possibly related. The pt¿s outcome for the events of knee effusion and knee pain was reported as recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.